Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the post procedure interrogation it was discovered that the patients right atrial (ra) lead had dislodged. This was confirmed via fluoroscopy. The implant pocket was reopened and the ra lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.